Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was confirmed. The cause of the reported issue was unknown. The downstream occlusion seal (dso) seal was confirmed to be dso delamination, with no indication that it affected pump testing/functionality. Based on the investigation result, the file is no longer considered reportable. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump found with the lifting downstream occlusion seal occurred during testing. There was no patient involvement and no patient harm/adverse event reported.